Event description:
It was reported that the customer was hospitalized and her insulin pump was misplaced. Customer stated that her blood glucose was running high and does not know what was going on. She stated she does not know why she was hospitalized and does not know if it was due to diabetes. The customer was advised on how to handle lost/stolen insulin pump. Customer hung up. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)